Manufacturer narrative:
The device was received for evaluation. The resistance measurement showed an open circuit. The gold plating on the proximal connector was noted to be flaking off, and the connector was damaged. On the distal end, the strain relief was noted to be folded in. The pet did not show any evidence of thermal damage. Both lead wires were noted to be broken from their respective solder joints. The distal section of the body coil from the attachment bond to the heater coil was stretched. The severed monofilament had rebounded proximal to the heater coil and had striations, indicating a tensile break due to stretching. The implant was noted to be deformed and stretched at multiple locations, which is indicative of a broken pet stretch resistant thread. Based on the investigation and provided information, the complaint can be confirmed. The force exerted during positioning/retraction, with no evidence of thermal damage, is consistent with the coil being subjected to force exceeding the monofilament tensile strength.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a coil embolization treatment, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported patient injury. The patient's current status is reported to be "fine."